Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 220 mg/dl before bed and when she gets up. Customer stated that she needs her information for carelink because it is not working. Customer stated that she works at a nfl stadium and security scanned her pump. Customer stated that the problems started on 12/14/13. Customer's blood glucose was in the 400's mg/dl before bed and it was brought down to 266 mg/dl. Customer's blood glucose was 406 mg/dl overnight. Customer's blood glucose is 220 mg/dl. Customer stated that she felt sick due to the high blood glucose. Customer stated that stated that she pulled out the infusion site and it did not get wet at all. Customer changed to the left side and everything was fine. Customer ran a manual prime and the insulin did exit the tubing. Customer did not have a tubing clamp and will be shipped one. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp.